Manufacturer narrative:
This is the same event as 3010536692-2015-00363.

Event description:
Allegedly, patient revised due to limited mobility, loss of strength and coordination in the right leg. Loss of tissue and limited flexibility.